Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the black box history for (B)(6) 2017 was not available. The available black box data showed partially discharged batteries being installed on (B)(6) 2017 resulting in low battery warnings and alerts. No damage was found to the returned battery cap. The battery compartment was cracked above and below the bumper pad. No moisture or corrosion was observed in the battery compartment. The returned battery cap was able to attach to the pump and the pump powered on. Current draws measured within specifications. A "battery life" issue was not duplicated during testing. The pump cover was removed; no evidence of moisture or loose components was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).